Manufacturer narrative:
D2b: pro code (product code): dre; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported pericardial effusion (pe) occurred. It was reported that during a procedure a versacross needle was selected for use. The physician was performing a non-boston scientific intra cardiac echocardiogram (ice) catheter procedure, while performing a transesophageal echocardiogram (tee), and fam was not looking at transseptal, after going transseptal a pericardial effusion was noticed and continued to grow. The pericardial effusion was noticed on ice and was also confirmed on ice. The physician was using the tee at the time but unknown if tee was also used to confirm the pericardial effusion. A pericardiocentesis was done with unknown amount of blood drained. The pericardial effusion was not resolving, and chest compressions began on the patient. The last known status of the patient was chest compressions were still being performed. The only known product in the body at the time was a non-boston scientific catheter. It was also unknown if a coronary sinus catheter was in the body. There was no device malfunctions reported. The versacross needle return status is unknown. No further information is available.